Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: survival after implantable cardioverter-defibrillator shocks. Journal of the american college of cardiology. 2021. 77(20):2453-2462. Doi.org/10.1016/j.jacc.2021.03.329.

Event description:
A journal article was reviewed that contained information regarding survival after implantable cardioverter defibrillator (ICD) shocks. The article reports patients who experienced inappropriate shocks and inappropriate anti-tachycardia pacing and subsequent mortality. Patient deaths were noted; however, there is no indication that any of the deaths were device or lead related. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information.